Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the image halation and the front panel flashing could not be identified, nor could the phenomena be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of image halation and front panel flashing were not confirmed. In addition, the front panel flashed due to a deterioration of the filter turret. The connection was hard due to wear of the output connector (light guide connection part). The normal light and nbi filter surface coating was peeling off. The mesh turret was deteriorating. Due to mesh turret deterioration, high brightness switching did not work. The chassis was rusted. There were scratches on the front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the visera pro xenon light source front panel blinked occasionally and it was solved by reinserting the light guide. Also, there was a halation in the imaged during the case that occurred frequently. The unspecified procedure was completed using the subject device. The procedure was extended slightly for the re-insertion of light guide. There was no report of patient harm associated with this event. The subject device is used for about 3 cases a week. The user facility conducts pre-use checks.